Event description:
During an orif of the metacarpal, the t4 stardrive screwdriver shaft was not capturing the screw. Reportedly it was not properly recessing in the back of the screw. The surgeon continued using the screwdriver to complete the procedure but with great difficulty. The procedure was delayed approximately fifteen minutes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Product development engineer evaluated the instrument. Visual inspections noted the stardrive corners of all 6 tips are worn down on the returned device. The shaft is made from x15tn stainless steel material. The set using this screwdriver shaft is the 1.5 mm lcp mini frag system. Due to the small torque values required to insert the 1.5 mm screws, there is no torque limiter in this set to regulate the amount of torque applied to the screwdriver shaft. The risk analysis does address this condition. The design risk assessment was reviewed and found to be adequate for the intended use. A review of the device history record revealed no complaint related anomalies.